Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a jump in impedance measurements and was suspected for fracture. During a lead revision procedure, it was noted that the rv lead helix would not retract. The lead was cut, and eventually extracted and replaced. No patient complications have been reported as a result of this event.